Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The pt contacted lifescan alleging that her fasttake meter was reading inaccurately high, such as, 21.0 mmol/l and 28.2 mmol/l. Two hours following dinner, the pt obtained a 22.4 mmol/l at 9:00 pm. She contacted health insurance provider and was advised to go to the emergency room. Between 11 to 20 minutes later, a lab test result in the range of 14.0 mmol/l was obtained. Between the tests, there was not intervention that would be expected to change the blood glucose. The pt neither alleged harm nor experienced injury or received medical intervention. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.